Event description:
Unit operator moved the vent too close to the magnet in the magnetic resonance imaging suite, causing erratic behavior of the device. Multiple alarms went off, indicating device failure. When moved away from MRI machine, the unit resumed normal function. Pt was removed from the vent and placed on another device. No patient harm occurred.